Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post implantation the patient experienced recurrence and urinary problems. (B)(4) ¿ undefined recurrence; urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2007 due to mesh erosion.

Manufacturer narrative:
Date sent to the FDA: 08/03/2016.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh and (ams) apogee mesh were implanted into the patient. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.